Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse went to the hospital to test the iabp. The iabp functioned normally and the customer continues to use the iabp.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a blood back alarm. The customer telephoned for assistance and was able to troubleshoot the problem. They checked for traces of blood in the iab catheter and the drain port tubing, no blood was present. The iabp was turned off for 10 seconds using the system power switch. The iabp was turned back on and the start key was pressed to refill the iab and resume pumping. After trouble shooting over the telephone, the iabp had a maintenance code 3. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a blood back alarm. The customer telephoned for assistance and was able to troubleshoot the problem. They checked for traces of blood in the iab catheter and the drain port tubing, no blood was present. The iabp was turned off for 10 seconds using the system power switch. The iabp was turned back on and the start key was pressed to refill the iab and resume pumping. After trouble shooting over the telephone, the iabp had a maintenance code 3. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a blood back alarm. The customer telephoned for assistance and was able to troubleshoot the problem. They checked for traces of blood in the iab catheter and the drain port tubing, no blood was present. The iabp was turned off for 10 seconds using the system power switch. The iabp was turned back on and the start key was pressed to refill the iab and resume pumping. After trouble shooting over the telephone, the iabp had a maintenance code 3. No patient harm, serious injury or adverse event was reported.